Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown software version: unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (foreign) who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient received their personal therapy manager (ptm) about a year ago and now the communicator was very slow and stops above 95% for 2 to 3 minutes. At the time of the report they performed troubleshooting for fa1460. The communication was tried and was much faster now. The patient was informed that the issue might re-surface in the future and was advised to call again.  It was noted that the patient was feeling exhausted / not well and wanted to end the call before more information could be obtained. The patient was notified at the time of the call that they should call back if their issue is not resolved permanently.  The model number and serial number of their implanted device and external device were unknown. The patient did not consent to be contacted for additional information.